Event description:
Patient had a synthes opal cage implanted on (B)(6) 2011 which was noted to have backed out causing severe pain. On (B)(6) 2011, the hardware had to be revised during a second surgery. Report 2 of 2 for this event.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.